Event description:
The event involved a cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV where it was reported that the manifold was cracked. The event occurred immediately on use in the hospital. There was patient involvement and no patient harm/ injury.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The reported complaint of cracks was confirmed on sample-2, sample-3, and sample-4 and not confirmed on sample-1 and sample-5. Sample-1: no visual anomalies were observed on the returned samples. The transducers were able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, no leaks were observed. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. Sample-2: during visual inspection, the rotating male luer was received separated from the transducer. A crack was observed on the rotating male luer. When the returned set was primed and pressure leak tested, a leak was observed through the crack. The probable cause of the crack is unknown. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. Sample-3: during visual inspection, one end of the female luer of the manifold was observed to have a crack. No crazing was observed near the crack. The transducers were able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the female luer of the manifold. The probable cause of the crack on the female luer is unknown. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. Sample-4: during visual inspection, one end of the female luer of the manifold was observed to have a crack. No crazing was observed near the crack. The transducers were able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the female luer of the manifold. The probable cause of the crack on the female luer is unknown. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. Sample-5: no visual anomalies were observed on the returned sample. The transducers were able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, no leaks were observed. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 5/21/2024.